Manufacturer narrative:
6/25/1998: investigation results: unfortunately the device in question was not returned, nor was the lot number identified by the user. A complaint review of all complaints for the reinforced tracheal tubes was conducted. Historically, flattened or kinked reinforced tracheal tubes, in which the embedded wire is crushed causing permanent deformation of the tube, have been due to application of force beyond that for which the device was designed either from poor handling and storage or pt related issues - atypical head positioning in unusual surgical procedures or pts biting down on the tube. There have been no reports of mfg defects causing tube flattening. Based on little info available, it can only be speculated that the flattening occurred during surgery and there is no evidence to support that a mfg error has occurred. No further info is anticipated for this report.

Event description:
Tube had been used for a thyroid surgery without incident. When tube was withdrawn, there was a flat part on the tube.